Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several downstream occlusion alarms were found during device log review which confirms the reported event. The reported device was received in (B)(6) and its investigation was performed by our local technical team. Several tests were first carried out but the reported event could not be reproduced. Pressure sensor calibration was performed as a measure of precaution but during final tests, device failed downstream test. Downstream sensor was replaced but calibration failed several times due to a cpu board issue which was therefore replaced. Both sensor kit and cpu board were sent to (B)(4) for further investigation. Upon visual check, parts were cross-tested individually, but no technical or functional issue could be identified. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.

Event description:
Excessive pressure and air in line alarms, pump occlusion alarm. Downstream pressure sensor and cpu board defective; both replaced.